Event description:
Codman eds 3 csf drainage system with ventricular catheter is implanted in the patient, but the system does not allow that the cerebrospinal fluid pass to drainage bag and the physician must exert force on the catheter so that the catheter works. The system is changed by another. 4/7/2015 1) were there any adverse consequences to the patient? Yes, the patient was re-operated for remove the catheter. 2) please provide the original implant and explant date if known. Implant date: (B)(6) 2015; explant date: (B)(6) 2015.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, the collection bag was returned with about 25ml of yellowish liquid in it, and 5ml in the burette. The bag and burette were emptied. It was also noted that biological debris has come into contact with the filter in the drip chamber. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag, up to the 15ml mark then the flow was just a slow drip, at the 10ml mark the flow stopped. Review of the history device records confirmed the valve product code 82-1730, with lot crnbk9, conformed to the specifications when released to stock on the 28th november 2014. The root cause of the problem reported by the customer could not be determined. A CAPA has now been open and is addressing this issue. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.